Event description:
Pt in cardiopulmonary arrest 5 minutes prior to arrival of helicopter to referring hosp. Resuscitation began, pt in emd. Placed on monitor for helicopter transport. It would show rhythm briefly in lead ii as selected, then returned to paddle lead with message "cannot dump". Pt developed v-fib, defibrillator charged but wouldn't discharge. Screen showing rhythm became tall and narrow. The spare defibrillator on board helicopter was used. Power switch was turned off first monitor but power stayed on for another 4 to 5 minutes. Pt died in ER shortly after arrival to referral hosp.